Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("the coil is partially lodged in the soft tissue\we incised the myometrium with the covidien sonicision, abnormally placed essure device/ migration of essure device location of device: uterus/ perforation (uterus)/ essure had migrated"), fallopian tube perforation ("perforation (fallopiantube(s))"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In april 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In september 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2016, the patient experienced migraine ("migraines / headaches"). In april 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). In may 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary : tract"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required), 7 years 9 months after insertion of essure. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In may 2018, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (laparoscopy with coronectomy for removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, genital haemorrhage, urinary tract infection, female sexual dysfunction, migraine, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had resolved. The reporter considered dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, migraine, pelvic pain, urinary tract infection and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2010) diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: it consist of one unoriented irregular fragment of pink ¿tan to red uterine tissue. With adherent segment of metallic coil. The fragment of uterine tissue measures 3.2 cm in greatest dimension, and the pliable metallic coil consist with essure device measures 4.0 cm in length and range from 0.1 to 0.4 cm in diameter . The coil is partially lodged in the soft tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2019: pfs received. Events added: abnormal bleeding (general), infection (bladder/ urinary tract/vaginal) type: urinary tract, apareunia (inability to have sexual intercourse), migraines/headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)). Event device expulsion and embedded device was updated to uterine perforation. Outcome of events pelvic pain and headaches were updated. Reporter's information and lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("the coil is partially lodged in the soft tissue / abnormally placed essure device") and embedded device ("the coil is partially lodged in the soft tissue/ we incised the myometrium with the covidien sonicision.") In an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (outpatient laparoscopy with cornuectomy for removal of essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device expulsion and embedded device outcome was unknown. The reporter considered device expulsion, embedded device and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: it consist of one unoriented irregular fragment of pink ¿tan to red uterine tissue with adherent segment of metallic coil. The fragment of uterine tissue measures 3.2 cm in greatest dimension, and the pliable metallic coil consist with essure device measures 4.0 cm in length and range from 0.1 to 0.4 cm in diameter . The coil is partially lodged in the soft tissue. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-feb-2019: mr received. Reporters information updated. Events : device partial expulsion, device embedment were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Entry of FDA codes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.